Event description:
Surgeon using thunderbeat instrument and a piece of the jaw broke. Noticed and removed instrument, piece of jaw fell into abdomen. Piece retrieved and removed. All pieces out of the patient.what was the original intended procedure?total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy.device #1is this a laboratory device or laboratory test?no.